Manufacturer narrative:
See the following: MFR 3012307300-2017-02722, MFR 3012307300-2017-02723, MFR 3012307300-2017-02724.

Event description:
It was reported that a patient experienced an occlusion alarm during bolus delivery while using a cleo® 90 infusion set. Blood glucose reading at the time of the event was 293. The blockage was determined to be located in the tubing. The patient did not report any other adverse health outcomes.